Event description:
Customer reported hospitalization due to diabetic ketoacidosis. Customer was wearing the insulin pump at the time of the event, but it was removed once admitted. Customer states the blood glucose reading was above 500 mg/dl while in the hospital. She also states that her blood glucose levels have not been stable since beginning treatment with the insulin pump. Since returning home, customer has treated with the insulin pump only. No further information was reported.

Manufacturer narrative:
.